Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred on the mobile app. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated its operating system version, which closed the app.